Manufacturer narrative:
Concomitant medical products: 977a260 pain stim lead, implanted: (B)(6) 2015, 977a260 pain stim lead, implanted: (B)(6) 2015, 97714 pain stim ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. Follow up with the patient's clinic was attempted to no avail. No patient complications have been reported as a result of this event.